Manufacturer narrative:
Supplement #2 - medwatch sent to the FDA on 10/mar/2020. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 22/jan/2020. Analysis of the device is ongoing. Received one balloon with blue liquid present. The received non-deployed balloon had the fill tube connected into the slit valve. The end of the balloon was clamped onto the pull force equipment and the pull force to disconnect the fill tube met minimum requirements. The fill tip pressure to fully inflate the balloon met minimum requirements and there was no blockage observed during inflation of the balloon. Once the balloon was fully inflated there were no abnormalities or holes/leaks observed. Per engineering, there were no discrepancies observed with the returned balloon as functional testing performed as intended.

Manufacturer narrative:
Medwatch sent to the FDA. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. A review of device labeling notes the following: the current orbera365¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "broken device" and "difficulty with fill tube" are as follows: warnings and precautions: proper positioning of the placement catheter assembly and the orbera365¿ system balloon within the stomach is necessary to allow proper inflation. Lodging of the balloon in the esophageal opening during inflation may cause injury and/or device rupture. The orbera365¿ system balloon is composed of soft silicone elastomer and is easily damaged by instruments or sharp objects. The balloon must be handled only with gloved hands and with the instruments recommended in this document. Note: if the balloon becomes separated from the sheath prior to placement, do not attempt to use the balloon or reinsert the balloon into the sheath. Note: during the filling process the fill tube must remain slack. If the fill tube is under tension during the intubation process, the fill tube may dislodge from the balloon, preventing further balloon deployment. Warning: rapid fill rates will generate high pressure which can damage the orbera365¿ system valve or cause premature detachment.

Event description:
Reported as: "the device was implanted into the stomach. While attempting to fill the device with 0.9% saline solution and methylene blue a significant amount of the solution got into the stomach and made it impossible to fill the device. After explantation a leak was confirmed around the self sealing valve."

Manufacturer narrative:
Supplement #1: medwatch sent to the FDA on 20/feb/2020. Additional information: d10, h3, h10. The device was returned to the apollo device analysis laboratory on 22/jan/2020. Analysis of the device is ongoing.